Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient was unable to recharge their device. It had been off for more than a year. It was noted the patient would be scheduled with a manufacturer representative to determine if they could turn the device on. On (B)(6) 2020 the manufacturer representative was unable to recharge the device. No replacement planned secondary to covid-19 pandemic secondary to patient's age and comorbidities.  Unresolved with no action planned. No symptoms were reported.